Manufacturer narrative:
G4: PMA/510(k) #: exempt. H3: the device is not being returned for evaluation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the basket of an ncircle tipless stone extractor would not deploy nor open normally prior to use during an ureteroscopy with laser lithotripsy (ursl) procedure. The complaint device was replaced with a new similar-like device was used to complete the procedure without further difficulties. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.